Event description:
A laboratory user reported on 29 january 2021 that a bhcg test result with commuted values were sent to the laboratory information system (lis). Initial investigation determined that a result sent from the iris iq200 instrument to instrument manager then to the lis contained multiple values that were swapped. For example, the 'specific gravity' value was associated with the value for 'color', and 'ph' was associated with the value for 'specific gravity'. The erroneous result was flagged and held in the lis due to some of the reported values being invalid. There was no report of patient harm due to the result being held in the lis. Investigation has been unable to reproduce the issue and therefore it has not yet been determined if this is a malfunction of the instrument manager software.